Manufacturer narrative:
Methods: on-site functional and visual investigation was completed as well as visual inspection/functional testing of the suspect parts returned. Results: per on-site testing, no power at wireless tracker box. Found open fuse at tracker box. Open fuse was created by right tracker feed through wire assembly pinched creating a direct short. Replaced tracker supply box and right tracker assembly and proceeded to verify stealth visibility. Right tracker was verified visible and successfully captured image and transfer to navigation system. Moved navigation to left side for verification and tracker was not visible. All lights at tracker box confirmed, but not visible at navigation system. Replaced tracker box with backup tracker supply box and regained visibility. Verified visibility at left and right with successful image transfers. Right tracker calibration was requested and completed. When connected to a known good system the controller #1 functioned normally. The tracker was visible when connected to either port. No problem found. When controller #2 was connected to a known good system the tracker was not visible when connected to the outside port. Tracking was normal when connected to the inside. The reported failure has been confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Only the right tracker has been replaced. The remainder of the wireless tracker kit was returned unused. All three wires to the connector have been pinched but remain intact. When connected to a known good controller, the tracker is visible with all leds firing and returning a good geometry error. No problem found. Conclusions: on-site investigation found the root cause of the reported issue to be a short in the tracker control box and malfunctioning tracker. Investigation of the returned tracker control box confirmed the reported malfunction, while no fault was found with the other returned tracker. The parts were replaced and the issue was resolved. System checkout successfully performed. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure the navigation system could not see the imaging system trackers on both sides of the gantry. The navigation system was able to see other instruments. The imaging system was not draped and the tracker control box did not have any leds lit. The surgeon chose to discontinue use of the imaging system and the procedure was completed with a c-arm. Delay of therapy was less than an hour and there was no change to the surgical approach. There was no reported impact to the outcome of the patient.